Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer and the evaluation is still pending. The investigation of the reported event is currently underway. Expiry date (06/2023).

Event description:
It was reported that approximately twenty six days post gastrostomy tube placement, the feeding tube balloon allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review:the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: one tri-funnel replacement gastronomy tube 24f was returned for evaluation. Gross visual and functional evaluations were performed. The investigation is confirmed for balloon rupture as the balloon was infused with approximately 10ml of water but would not inflate. The water was noted leaking at the distal end of the tube. The balloon did not hold any water. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2023),g4.

Event description:
It was reported that approximately twenty six days post gastrostomy tube placement, the feeding tube balloon allegedly ruptured. There was no reported patient injury.